Event description:
It was reported that one of the cable insert pins was found burnt and that a small spark occurs each time it is plugged in. No additional information available. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G3: canada. The reported device will not be returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; g4; h2; h6. G2: canada. A field service engineer (fse) went on site and provided photographs confirming the reported burnt cable pin. The fse also noted that the camera screen was discolored and one of the cable pins appeared burnt. The fse replaced the umbilical cord and the female plug, resolving the issues. Device history record (DHR) was reviewed, and no discrepancies were found. With the information currently available, a definitive root cause for the damage to the cables and connector and their malfunction cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.